Manufacturer narrative:
The autopulse platform with serial number (B)(4) was received for investigation on (B)(4), 2013 and the reported complaint was confirmed. Visual inspection was performed and no anomalies were found. A review of the data archive showed user advisory 7. Functional testing could not be performed due to the constant fault 7 at power on. Further investigation indicated that both load cells were bad and needed replacement. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
The customer reported that while doing a daily performance and after cycling the batteries, the autopulse platform displayed "user advisory 07 (realign pt pull up on straps, hit restart)". The crew pulled on the straps but the straps wouldn't retract. He proceeded to take off and reattached the lifeband, but still encountered the same problem. A new lifeband was used but the problem remained. The user advisory message could not be cleared. No pt involvement was reported.